Event description:
It was reported, the pt returned to the office on (B)(6) 2012 complaining of the thigh pain. X-ray was taken and revealed a broken plate at the previous fx site due to a non union of the peri-prosthetic fx. Rejuvenate stem and neck and v40 head were removed. Smith nephew revision stem was implanted. Broken plate was left in and secured by add'l cable and a tibial strut graft. Implants were sent to the hosp's pathology lab per their protocol and will be destroyed.

Manufacturer narrative:
Device remains implanted. If add'l info is received it will be reported on a supplemental report.